Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue; intermittent power with a damaged battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/09/2015 with the following findings: a review of the black box showed an unusual reboot event on (B)(6) 2014. The battery cap was not returned with the pump for investigation. Visual inspection revealed that the battery compartment was cracked. A test battery cap was able to secure to the pump and maintain electrical connection. There were no power interruptions or errors, alarms, or warnings during investigation. The pump cover was removed and there were no defects found to the power circuit. The complaint of power loss could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the display screen was dim and discolored.